Event description:
It was reported that there was leakage associated with the product. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event, d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A review of the device history records could not be completed as no lot number was provided by the customer.